Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted on (B)(6) 2018. The patient's physician stated the patient thinks the sensor wire is stuck inside their body. He indicated that there is a small boil where the sensor was inserted and that the patient was going to have an x-ray done. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No further patient or event information is available.